Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 100 mg/dl, in 400s mg/dl, 583 mg/dl, 358 mg/dl. The customer was treated with manual injections and insulin pump for high blood glucose level. The customer did not report any symptoms related to high blood glucose level. The customer alleges the insulin pump for under delivery. The customer stated that the drive support cap appeared to be normal. The insulin pump will be returned for analysis.